Manufacturer narrative:
Evaluation summary: rc received 2 opened 1 ml x 29g x 1/2" safetyglide insulin syringes (lot # 0050896). Samples were autoclaved per internal procedure at 250 degrees fahrenheit for 30 minutes. The 2 syringes were evaluated both exhibited a loose needle/hub assembly with adaptor and safety shield already activated. As part of our investigation, a review of the complaint database was conducted for the indicated lot number (lot # 0050896) and as of this date, revealed no other incidents of this nature. In addition, a three year review of the reorder number was conducted and as of this date revealed no trends for this condition. A review of the device history record was completed for this lot. Inspections were performed to verify proper activation of the safety device. No defects or notifications were noted during the production of this lot.

Event description:
Three clinicians experienced a needlestick injury with the safetyglide insulin syringe. In all three incidents, the clinician stuck himself in the thumb of their non-dominant hand.